Event description:
The facility reports while transferring the resident into a wheelchair, the hoist toppled over. No injuries occurred. The customer has taken the unit out of service until it has been examined for any possible faults.